Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no add'l complaints have been recorded for this lot. The july 2007 15-month 11mm gemini complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. Customer complaint confirmed. The returned suspect device revealed that all the basket wires were broken but one. A microscopic examination of the broken ends of the wires show they are have been melted. This indicates that the wire broke as a result of laser exposure during the procedure. Our dfu (directions for use) contains a warning not to directly fire a laser at the device. The most likely root cause for this compliant is a user error in that the basket wires were exposed to a laser which caused them to melt and break.

Event description:
It was reported to boston scientific corporation that in 2007, a pt underwent a therapeutic laser lithotripsy procedure. During the procedure, one of the wires on the gemini basket stone retrieval device detached from the basket while in the pt. Subsequently, it was thought a piece of the wire became embedded in the ureter. Per risk manager, upon cystomscopy, ureterscopy and x-ray, no foreign body was noted. There was no unusual bleeding or other complications noted. The procedure was completed with this device.